Event description:
It was reported that during testing of infusion using sterile water, a smiths medical administration set caused a smiths medical pump plugged into the outlet infused too high a volume which resulted in infusing overfill. The pump was primed off the pump both in taper and continuous mode. Details provided by customer: bag volume = 2100ml, pump programed to reservoir volume = 2030ml and infusion volume = 2000ml, infuse over 12 hrs taper up/down 1hr (bag ran dry, 1ml left in bag).

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.